Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation, when testing the helix mechanism, the movement of the helix was significantly worse. The helix rotated numerous times when extending and retracting. The lead was replaced. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.